Event description:
Reporter indicated that a dell x5 vns computer was giving repeated error messages and that it would take several attempts to interrogate vns patients. The exact error messages are unknown. The dell x5 computer and flahscard have been returned and are currently in product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.